Event description:
This is one of three systems having the same issue. The hemodynamic monitoring system has a known software problem that causes the machine to return to pre-edited measurements after a few minutes. Staff need to make notes on print outs and dictate correct results. Philips updated the software in september to: 1.1.1.1291 and again in january 2009 to version 1.2.1474 to resolve the latest issue.